Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to button error alarm and no button response. No unexpected numbers ramping during testing. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm. Button error did not occur after moisture exposure and was not sure if buttons were pressed longer than 3 minutes. Customer's blood glucose was 244 mg/dl. Customer was advised that insulin pump would need to be replaced.